Event description:
It was reported before use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, five (5) tubes were observed to have black foreign matter located inside above the gel area. There was no report of user or patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (block of ink) was observed. The customer sample was evaluated by visual examination and the issue of foreign matter (block of ink) was observed. One hundred (100) retention samples were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.